Event description:
The customer reported via phone call that they had issues with their sensor. The customer stated the inserter did not fire the sensor correctly. Customer was able to release the sensor from the inserter by shaking the inserter. The customer also reported the needle hub and sensor was not inside the serter. The customer stated the catch arm was not bent. Customer also reported one needle was crinkled on the sensor. Customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors found both insertion needles are separated from the sensors; unable to confirm if the customer received the sensors in said condition due to the customer returned the sensors opened and used. The complaint is against the insertion device.